Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic found broken after implanted to patient eye, the lens was removed during the initial procedure. The patient was left aphakic and new lens was implanted on same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).